Event description:
It was reported that the right ventricular (rv) lead had higher defibrillation thresholds and the patient received unsuccessful shocks followed by a successful shock. The rv lead was explanted and replaced. An additional subcutaneous rv lead was also implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. However, the distal conductor of the lead was extrinsically over-rotated, the distal conductor of the lead became extrinsically fractured due to pulling/ stretching/overstress, the outer insulation of the lead was extrinsically breached due to a tear, and the overlay tubing of the lead was extrinsically breached due to melting. Visual analysis indicated apparent explant damage. This device was included in the field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.